Event description:
The customer reported that the system displayed an x-rays disabled error message. The customer was able to complete the procedure after rebooting the system. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo pin connector was replaced during the service call. The system was tested and found to be working as intended and put back into service.